Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date (B)(6) 2019; 5076-58 lead, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) lead and implantable pulse generator (ipg) were explanted and replaced. Previously inactivated and partially explanted right atrial (ra) lead and rv lead were also fully explanted. No further patient complications have been reported as a result of this event.